Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op the patient complained of back pain. The patient underwent a revision surgery; all of the hardware was removed from the patient's spine. During removal the surgeon noted possible corrosive residue on the screw, it was also reported that the tulip head was completely detached from the screw shaft and still attached to the rod.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).